Manufacturer narrative:
Correction: this supplemental MDR is to correct the previously reported information on the pulse generator.

Manufacturer narrative:
(B)(4). Final analysis found excessive medical adhesive on the left ventricular setscrew threads which contaminated the entire thread area of the setscrew. The wrench insertions pushed the medical adhesive from the threads and most likely resulted in build-up in the inner septum area and interfered with the wrench insertion into the setscrew inset. (B)(4).

Event description:
It was reported that during the implant procedure, the setscrew on the left ventricular port of the pulse generator stripped while repositioning the lead; the hex wrench would no longer stay seated in the setscrew head. The device was not used and a new device was implanted successfully without adverse consequences to the patient. The patient was in stable condition post procedure and would continue to be monitored.